Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. The healthcare professional reported that prior to pt use, the tubing separated from the drip chamber. An unspecified volume of solution leaked on to the laboratory desk and floor. The tubing set was replaced. There were no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).